Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) pocket wound opened, exposing the device and electrode. A revision procedure was performed where the s-ICD and electrode were explanted for infection and sepsis. No additional adverse patient effects were reported.